Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was unknown. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that resistance was experienced during the fill process. The cartridge and syringe needle were changed to address the issue.